Manufacturer narrative:
Upon receipt, a thorough evaluation of the product was performed. The measured battery voltage was found to be 2.66 volts; engineering calculations confirmed that the device fell short of longevity expectations based on actual clinical use. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Eri was reached earlier than expected due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion and returned for analysis. No adverse patient effects were reported.